Event description:
Patient was post bilateral mastectomies with bilateral jp drain placements. Jp drain bulbs were losing suction and were replaced in the or (operating room) by surgeon and rnfa (registered nurse first assistant). In pacu (post-anesthesia care unit) the drains were still losing suction and were replaced with a different lot number. They were still losing suction and the drains were replaced with hemovac drains which resulted in in correct suction. Reference reports: mw5117930, mw5117931, mw5117933.